Event description:
On 8/5/95 the 3-11 staff transferred resident into wheel chair with lift. The v shaped bar broke on lift, the maintenance person felt the inside of the nut holding where the treads are pulled away from the rest of the nut which allowed the bolt to slip out then caused the resident to drop. Spoke with md resident had a fractured right femoral condyle. Had orders to immobilize knee. Spoke to co quality assurance, on 8/11/95. Co sent a maintenance info sheet. Resident was the only one using the lift.